Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the patient was reported as having received an external trauma leading to a periprosthetic fracture however this was not confirmed. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon commented that patient was hit and suffered a peri prosthetic fracture. Stem needed to be revised. Cup and liner stayed. Larger accolade ii was implanted and dall miles cables were used.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient was hit and suffered a peri prosthetic fracture. Stem needed to be revised. Cup and liner stayed. Larger accolade ii was implanted and dall miles cables were used.